Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H6 investigation findings: c19 refers to the product history review. Cbas®heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. Product history review: a review of the manufacturing records indicated the device met pre-release specifications. Further investigation is being performed and will be included in the final report. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2026, gore was notified concerning a gore® viabahn® endoprosthesis with propaten bioactive surface (vsx device). It has been reported that on the (B)(6) 2026, a patient of unknown demographics necessitated an endovascular procedure for a popliteal aneurysm. A vsx with an 8 fr terumo sheath, was allegedly used however the stent could only be partially deployed. In addition, the physician reported that a breakage from the deployment catheter had also occurred. The breakage was retrieved by a snare. As remedial action a different vsx device was utilized and implanted successful as intended. The physician reported that the stent is patent and the patient is well. As per the cause of the event, the physician has alleged that it could be a result of a "material problem". Images have been sent for evaluation and the device is available for evaluation.

Manufacturer narrative:
B5: device was not returned and the event summary has been updated. H3: device was not returned: h6: codes no longer applicable: c21, & d16 codes added: b17, c20, & d15. Investigation: the manufacturing records were reviewed and documented in the product history task. The device lot met all pre-release specifications. The primary reported failure mode, related to partial deployment, is consistent with the imaging evaluation findings of partial deployment with partial stent expansion. As reported, the stent could only be partially deployed; troubleshooting steps were taken and the stent was able to be made patent. The imaging evaluation findings also noted ballooning of the stent was observable and that the stent ultimately appeared to be fully deployed. Procedural deployment of the device can be impacted by different factors including but not limited to zipper integrity, delivery system support or stiffness, and/or anatomical interactions. The investigation could not confirm the cause of the reported hazardous situation nor the primary device failure mode. It was also reported that a breakage from the catheter occurred; this is consistent with the imaging evaluation findings of a possible broken delivery catheter. As reported, the physician has alleged that it could be a result of a "material problem¿. Without a physical device return, the specific nature of the reported catheter breakage is unable to be assessed; there is no indication of a manufacturing issue based on the available evidence. The cause of this additional reported failure mode could not be established with the available information.

Event description:
On (B)(6) 2026, gore was notified concerning a gore® viabahn® endoprosthesis with propaten bioactive surface (vsx device). It has been reported that on the (B)(6) 2026, a patient of unknown demographics necessitated an endovascular procedure for a popliteal aneurysm. A vsx with an 8 fr terumo sheath, was allegedly used however the stent could only be partially deployed. In addition, the physician reported that a breakage from the deployment catheter had also occurred. The breakage was retrieved by a snare. As remedial action a different vsx device was utilized and implanted successful as intended. The physician reported that the stent is patent and the patient is well. As per the cause of the event, the physician has alleged that it could be a result of a "material problem".